Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement. Pump trace download analysis confirmed the pump alarmed power error 25, low battery. The power management tool confirmed power error 25 and low battery alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the corner of the belt clip rails, faded serial number label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had low battery alert. Customer's blood glucose value was 126 mg/dl at the time of the incident. Customer will return device for analysis.